Event description:
The customer reported that the liko solo high back sling broke during a patient transfer. It was noted that the patient had fallen out of bed and needed to be lifted back into bed as they could not stand on their legs. The staff placed the sling and connected it to the lift, however, when the transfer was initiated, a loud bang was heard as the sling had broken at the seams. Fortunately, the patient was not too high above the floor, however, due to their weight, they fell hard on their shoulder region. The patient subsequently had an x-ray or CT scan of their shoulder (reporter could not remember), which showed a small fracture that had to be treated conservatively.

Manufacturer narrative:
Solo highback sling is designed for adaptation to patients without the need for individual adjustments. Solo highback sling provides support for the entire body, and gives a slightly reclined sitting posture, which is appropriate for patients with poor torso stability. Solo highback sling is recommended for lifting to and from the bed, wheelchair or toilet. A shoulder fracture occurs when any of the three bones in the shoulder joint (humerus, clavicle, or scapula) break. Common causes include trauma from falls, accidents, or sports injuries. Treatment may involve wearing a brace or sling, and surgery may be necessary. In this event, it was reported that a patient sustained a shoulder fracture as a result of fall that occurred with a liko solo high back sling and required conservative treatment to preclude a permanent impairment of a body function or permanent damage to a body structure, concluding that a serious injury occurred. Additionally, the exact cause of the reported event is unknown, and a use error/misuse of the device cannot be excluded. During follow up with the customer, it was confirmed that the device has been discarded and is not available to be returned for investigation. Therefore a root cause of the reported issue can not be confirmed. However if the sling were to break at the seams during a patient transfer, it could lead to serious injury or death. Baxter is reporting this event.